Event description:
Patient presented to the physician with redness and swelling at the neck incision site. Physician prescribed a 7-day course of antibiotics. Patient returned for a follow-up appointment with improvement.